Event description:
It was reported that an asymptomatic patient presented in clinic after receiving multiple merlin.net alerts. Review of the stored egm revealed that the implantable cardioverter defibrillator exhibited episodes of non-sustained oversensing due to post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed. The patient was stable before, during and after the programming changes.